Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited episodes of noise. No intervention was performed and the patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information noted that the right ventricular lead was explanted and replaced. The patient was stable throughout the procedure.